Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the power consumption is increasing in a gradual fashion. Furthermore, a device replacement was recommended or reassessed battery status within 90 days. Additional information indicated that the physician would monitor patient's device every 90 days. To date, this device remains in service. No adverse patient effects were reported.